Event description:
A patient called for medical information and additionally reported adverse events. The patient had one cypher stent placed in an unknown artery due to the artery being "blocked up". Approximately six months after the index procedure the patient experienced the "artery closed" where the original stent had been placed. The patient was admitted to the hospital and as treatment bypass surgery was performed as well as the placement of a pacemaker and defibrillator. The patient additionally started digoxin as treatment and the event resolved. Approximately a year later the patient was diagnosed with type 2 diabetes. Treatment included glucophage. The event remains ongoing. Then, the patient again experienced the "artery closed where the bypass is". Treatment included the placement of a second cypher stent inside of the bypass and the event resolved. Four years later the patient had a "blood test performed" which revealed "mild thyroid dysfunction". No treatment was reported for this ongoing event. The patient experienced "second stent closed up". Treatment included placing a cypher stent inside of the second stent and the event resolved. The patient experienced an increase in "water retention". Treatment included metolazone. It is unknown if the event is ongoing. The patient experienced "chest pain that radiates down my right arm". Treatment included nitroglycerin as needed. The event is ongoing.

Manufacturer narrative:
The product is not available for evaluation. Additional information has been requested and will be submitted within 30 days from receipt. This is one of two products used in the same patient and reported under manufacturing report number 3003742446-2009-00101.